Event description:
Patient reported right side rupture, multiple benign breast neoplasm, unspecified benign breast dysplasia, lump in breast, and breast pain. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events breast pain, lump/nodule and rupture was received on april 03, 2025, with lot number 2527313. Based on the product analysis performed, the assessments of the complaint codes are: breast pain: unable to observe. Lump/nodule: unable to observe. Rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, multiple benign breast neoplasm, unspecified benign breast dysplasia, lump in breast, and breast pain. Device has been explanted and replaced with non-allergan device.